Event description:
Customer alleged a pt fell from an advanta bed. The pt was found next to the bed. The injuries included a broken hip, broken dentures, and the pt had bitten their cheek, which required stitches.